Event description:
It was reported that a patient underwent revision surgery to address a migrated everest set screw at s1 approximately two months post-operatively. The patient reported experiencing pain, and x-ray imaging identified the migration.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device location unknown.

Event description:
It was reported that a patient underwent revision surgery to address a migrated everest set screw at s1 approximately two months post-operatively. The patient reported experiencing pain, and x-ray imaging identified the migration.

Manufacturer narrative:
H3 other text : device location unknown.